Manufacturer narrative:
(B)(4). The device was received for evaluation. The sample was visually inspected and flow rate tested with no abnormalities noticed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device had been filled with 42.72ml of fluorouracil in sodium chloride solution to a total fill volume of 120ml. The reporter stated that after the device was connected to the patient for 48 hours, only 17% of the solution had infused. There was no patient injury or medical intervention associated with this event. No additional information is available.